Event description:
It was reported via our sales rep, that the surgeon noted during a surgery procedure, that the distal drilling went astray. The surgeon used freehand-locking to complete the surgery.

Manufacturer narrative:
Additional information has been requested and if received, will be provided on a supplemental report.